Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred on (B)(6) 2023 for transmitter with serial number 8n0crk. However, transmitter with serial number 8n0rck was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. No injury or medical intervention was reported.